Event description:
It was reported that the patient presented for a follow-up in the clinic. It was observed that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation was also noted. The lv lead dislodgement was confirmed via chest x-ray. The lv lead was explanted and replaced with a new lead on (B)(6) 2025. The patient is in stable condition.